Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level. Customer¿s blood glucose was 572 mg/dl. The current blood glucose level was 254mg/dl. Customer treated with manual pump and flex pen for high blood glucose. Customer specified other relevant blood glucose value was 107 mg/dl, 272 mg/dl, 357 mg/dl and 142 mg/dl. The product will not return for the analysis.